Manufacturer narrative:
A third party service provider evaluated the device and confirmed the reported issue. It was observed that all indicators are lit, and the situation is the same even if the charge pack is replaced. The device could not be turned on. The customer received a replacement device. Physio-control received the device for evaluation and the reported issue was confirmed. The device would not power on. The root cause of the device not powering on was determined to be due to an item being placed on the on/off button, for example an object placed on top of the device that repeatedly pressed on top of the on/off button. The device was destructively tested.

Event description:
The customer contacted physio-control to report that their device voice guidance does not play. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device voice guidance does not play. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.